Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data log was unable to be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and observed moisture damage. Due to the condition of the device, the reported event of a firmware error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 04/27/2016 on behalf of the patient to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.